Event description:
It was reported that the patient's device was disabled and underwent explant due to an increase in seizures while implanted. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.